Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s, a home health nurse reported that they had a patient with the aspira drainage system who had been having large amounts of leakage around the catheter insertion site. Nurse stated they are draining about 500 ml of fluid daily from this patient but they are still saturating multiple dressings around the insertion site. Ms&s responded and explained the possible reasons why this patient could be experiencing leakage around the catheter site. Ms&s explained that there could be catheter displacement with fenestration in the tunnel track. Also, the peritoneal catheter is tunneled downward rather than superior and medial to the insertion site. Ms&s stated that clogged drainage holes and fluid buildup in the chest or abdomen can lead to leakage. Also, excessive pressure in the abdomen due to fluid or internal organ enlargement leading to backpressure and fluid leakage. Encouraged caller to report this to the patient's physician to verify correct placement of the catheter. A copy of the aspira clinician troubleshooting guide was emailed to the contact. No patient injury reported.